Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that the coil prematurely detached at the hub of the microcatheter (mc). No excessive force had been applied to the device. No damage was confirmed prior to use on the device. The device was used and prepped as per the instructions for use (IFU). There was no clinically significant prolongation of the procedure due to the events. The concomitant devices functioned as expected. Section e1: initial reporter phone: (B)(6). Section: h6: device codes ¿ updated to detachment of device or device component based on the new information received. The previous device code, separation problems, reported on the initial MDR is to be removed from the report. Please update accordingly. Updated complaint conclusion: as reported by a healthcare professional, during a coil embolization for pulmonary arteriovenous malformation (avm) at the pulmonal artery, a 11mm x 37cm micrusframe18 (mfr181137, l11609) was being used as the first framing coil. However, the concomitant microcatheter was not stable and the complaint coil did not fit in the target lesion. The physician attempted to remove the complaint coil, but there was a resistance felt between the complaint coil and the microcatheter. The coil got split at the hub of the microcatheter. The complaint coil was removed from the patient¿s body. The complaint coil was replaced with another product and the procedure completed safely. Additional information received indicated that the coil prematurely detached at the hub of the microcatheter (mc). No excessive force had been applied to the device. No damage was confirmed prior to use on the device. The device was used and prepped as per the instructions for use (IFU). There was no clinically significant prolongation of the procedure due to the events. The concomitant devices functioned as expected. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. A manufacturing record evaluation was performed for the finished device l11609 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ premature detachment-in microcatheter¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization for pulmonary arteriovenous malformation (avm) at the pulmonal artery, a 11mm x 37cm micrusframe18 (mfr181137, l11609) was being used as the first framing coil. However, the concomitant microcatheter was not stable and the complaint coil did not fit in the target lesion. The physician attempted to remove the complaint coil, but there was a resistance felt between the complaint coil and the microcatheter. The coil got split at the hub of the microcatheter. The complaint coil was removed from the patient¿s body. The complaint coil was replaced with another product and the procedure completed safely. The customer states there is no additional information available. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. A manufacturing record evaluation was performed for the finished device l11609 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ separated¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization for pulmonary arteriovenous malformation (avm) at the pulmonal artery, a 11mm x 37cm micrusframe18 (mfr181137, l11609) was being used as the first framing coil. However, the concomitant microcatheter was not stable and the complaint coil did not fit in the target lesion. The physician attempted to remove the complaint coil, but there was a resistance felt between the complaint coil and the microcatheter. The coil got split at the hub of the microcatheter. The complaint coil was removed from the patient¿s body. The complaint coil was replaced with another product and the procedure completed safely. The customer states there is no additional information available.